Event description:
Return reason: dr could not measure cardiac output with the catheter. Analysis determined: investigation found that the unit had an intermittent short circuit due to an excessively stripped wire within electrical connector cap. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: the corrective action is that mfg and quality assurance personnel have been notified. Both the frequency and severity of this type of incident will be closely monitored to determine if further corrective action is necessary.